Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for a procedure unrelated to the device system. It was reported that oversensing noise was observed on the right ventricular lead, which inhibited pacing. Potential externalized conductors were noted. It was discussed to perform isometric exercises to recreate the noise and x-ray. No intervention was performed. There were no adverse health consequences to the patient.

Event description:
It was reported that the patient presented for a procedure unrelated to the device system. It was reported that oversensing noise was observed on the right ventricular lead, which inhibited pacing. It was discussed to perform isometric exercises to recreate the noise and x-ray. No intervention was performed. There were no adverse health consequences to the patient. An initial report previously reported in 2938836-2016-02612.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.